Event description:
It was reported prior to using the bd a-line¿ that the original product label was not attached to the outer package. The only label present was the japanese label. There was no report of impact to the patient or user.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) hospital. Investigation summary: bd received 1 case box for investigation. The case was evaluated by visual examination and the indicated failure mode for missing labels with the incident lot was observed. Additionally, a retention case from bd inventory was evaluated by visual examination and no issues were observed relating to missing labels as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing labels. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.